Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was reproduced during flow rate testing with a customer ran rate taken from the event history log. The reported under infusion was verified but evaluation was unable to determine causality, however pressure setup will be required to be performed as a corrective action. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion of vancomycin by 100 ml during therapy (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.